Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt and check pad messages) was due to the belt receptacle white pulse wire was damaged. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying adjust belt and check pad messages.